Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - (B)(6) 1990.

Event description:
Patient underwent a right hip revision procedure approximately 26 years post-implantation due to recurrent dislocation related to anterior osteophyte. The liner and head were revised.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient underwent a hip arthroplasty on an unknown date and has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Complaint history review could not be performed as part/lot number was not provided for the head. A complaint history review for the liner identified no additional complaints for the same lot. Root cause likely attributed to the anterior osteophyte causing dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part and lot number are required to review device history records and were not provided for the head. Review of the device history records for the liner found one piece that was scrapped due to dimensional nonconformance prior to distribution. Complaint history review could not be performed as part/lot number was not provided for the head. A complaint history review for the liner identified no additional complaints for the same lot. The search also identified three other complaint for this device for the same or similar issue. Root cause likely attributed to the anterior osteophyte causing dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was most likely the anterior osteophyte. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.